Event description:
A patient reported experiencing inaccurate high results wtih a one touch ultra meter. The patient's blood glucose results were 456 and 212 mg/dl. Tests were done within 10 minutes. Patient did not expeirence any adverse events. No further information has been reported.